Manufacturer narrative:
After further review, this report was found to be a duplicate report. Therefore, this MDR will be cancelled.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector was missing the tubing clamp. The following information was provided by the initial reporter: "manufactured without standard white clamp on tubing"

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector was missing the tubing clamp. The following information was provided by the initial reporter: "manufactured without standard white clamp on tubing".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.